Manufacturer narrative:
Samples were taken from the instrument as recommended by the operator's manual. They were not taken immediately after the report of the pt incident, they were taken as part of routine screening. Routine disinfection was being done on all instruments before the sample was taken. Samples were taken from the water source and found to be negative. All instruments were disinfected through the incoming water line after the cultures were found to be positive. After disinfecting through the water line, the cultures were negative and there were no further reports of sepsis. The use of concomitant products was continued throughout the event and are still in use. The instruments operator's manual has specific instructions for disinfection and sampling. The disinfection fluid concentrations recommended by baxter meet the recommendations from the center for disease control. The customer has agreed to continue to monitor through routine sampling and contact baxter with any significant issues.

Event description:
Customer reported a high bacterial count associated with this instrument. Customer has stated there was a septic incident associated with this device. Customer stated antibiotics were given to the pt but no other specific details were provided.